Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the device's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
The returned device was analyzed.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. Analysis of the device is currently in progress.

Event description:
It was reported that the patient had their device removed. There were no reports of device-related issues prior to the incident. Nevro attempted to obtain additional information regarding the device removal but was unsuccessful.